Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% restenosed, 8mmx2.75mm, eccentric target lesion was located in the non tortuous and severely calcified mid right coronary artery (rca). Following predilation with a 2.5x12 balloon catheter, an 8x2.75 omega¿ stent was advanced but significant resistance was met. The stent was removed and the tip of the stent itself was noted to be deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.